Manufacturer narrative:
(B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5 13.2 implantable collamer lens of -9.00 diopter was implanted into the left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens explanted due to excessive vault. Cause reported as unknown. Reporter stated " patient got covid, so the secondary implant is postponed." If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
D6a: corrected to: implant date: on (B)(6) 2022 in the initial MDR. Claim#: (B)(4).

Manufacturer narrative:
New information- b5 - the reporter later reported that on (B)(6) 2023 a replacement lens of a shorter lens was implanted and the problem was resolved. Claim#: (B)(4).

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a microcentrifuge vial; dry with residue/debris on product. Visual inspection found optic deformed; haptic broken/bent/deformed. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).